Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during investigation, there was no detailed information provided for the bolus not calculating correctly. The pump passed all required testing. The ez-bg was tested using the user settings and all bolus totals added up correctly. The pump history indicated the user programmed an ez bg bolus on (B)(6)18 with an iob of 7.13 on board therefore pump only suggested a bolus of 0.45 u. Unrelated to the original complaint, the pump was returned with a stripped battery cap that was unable to secure and power on the pump. All testing was completed with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not calculating boluses correctly. This complaint is being reported because the alleged issue could cause an inaccurate delivery. There was no allegation of an adverse event associated with this complaint.